Manufacturer narrative:
An urgent medical device correction (umdc) imc20-01.a.us was sent to us customers and an urgent field safety notice (ufsn) imc20-01.a.ous was sent to ous customers in february 2020. The umdc and ufsn advise customers of the potential for high discordant estradiol results in some samples on the immulite systems. Siemens healthineers has determined kit lots 501 and above released in july 2018 for the immulite systems are potentially affected. The umdc instructs us customers to discontinue use of and discard estradiol kits currently in their inventory. Customers will also be asked to do a look back if the impacted estradiol kit lots were used to assess the menopausal status of a female while determining therapy for hormone receptor positive advanced or metastatic breast cancer. The ufsn instructs ous customers to review the letter with their medical director to consider if a retrospective review of patient samples is necessary. Customer will also be instructed to not use any current inventory in their laboratory on patient samples used to assess menopausal status while determining therapy for hormone receptor positive advanced or metastatic breast cancer. These samples will need to be tested using an alternate methodology. Customers may continue to use the kits currently in their inventory and report results on other patient populations. Additionally, if a discordant high result for estradiol is suspected, customers are advised to follow their established internal procedures to investigate the issue. MDR 2432235-2020-00169, MDR 2432235-2020-00170, MDR 2432235-2020-00171, MDR 2432235-2020-00172, MDR 2432235-2020-00173, MDR 2432235-2020-00174, MDR 2432235-2020-00175, MDR 2432235-2020-00176, MDR 2432235-2020-00177, MDR 2432235-2020-00178, MDR 2432235-2020-00179, MDR 2432235-2020-00209, MDR 2432235-2020-00210, MDR 2432235-2020-00211, MDR 2432235-2020-00212, MDR 2432235-2020-00213, and MDR 2432235-2020-00214 were filed for the same issue.

Event description:
One discordant, falsely elevated estradiol (e2) result was obtained using immulite 2000 xpi. The initial result was reported to the physician(s) and was questioned. The sample was repeated using an alternate immulite 2000 xpi. The repeat result was considered correct and was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated e2 result.